Manufacturer narrative:
The insulin pump was received with normal operating currents. The device was monitored and there were no low battery alert alarms that occurred during the testing. The device was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer called in to report a low battery problem. The customer replaced the batteries several times and also received a new battery cap; the problem persisted. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.